Event description:
Still birth of a full term infant. Phillips medical fetal monitor indicated the infant had a heartbeat until the exact time of birth. At birth there was no heartbeat or respiratory effort. There was no response from infant despite a prolonged resuscitation process. There is now a question as to the accuracy of the fetal monitoring equipment. Was it recording the maternal heart rate after the infant unknowingly died in utero? This was an uncomplicated (B) (6) pregnancy. Autopsy was normal except for meconium present in the lungs as well as histiocytes that had ingested meconium. Also note that phillips had released an urgent medical device recall related to this equipment. (B) (4).